Event description:
According to the reporter, during an esophagectomy/gastric tube, the surgeon clamped the tissue from lesser curvature side and started firing, however a crack sound was heard on the halfway and stopped using the device. Then pulled the black return knob back and removed the device from the tissue, however some u-formed staples were stuck on the tissue and serous membrane of unfired and healthy stomach side was torn. The procedure was completed with another device. The surgical time was extended by more than 30 min. There was tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a sulu. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, per additional information received the patient has left the hospital.